Manufacturer narrative:
(B)(4). Method: the subject iw980 infant warmer was assessed and repaired by trained fisher & paykel healthcare (f&p) personnel in (B)(4). The upper and lower head harnesses were sent to f&p (B)(4) for evaluation. Results: visual inspection revealed that the head casing was cracked and the connectors on the head harnesses were discolored. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. It is likely that the cracking of the complaint warmer head is related to incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. Additionally, the cracking could also be the result of impact damage and wear and tear while moving the warmer between wards. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. The iw980 baby control wall mount infant warmer was repaired by the f&p service center in (B)(4) and returned to the medical center after passing electrical safety test and performance checks specified in the infant warmer product technical manual.

Event description:
A healthcare facility in (B)(6) reported an issue with an iw980 baby control wall mount infant warmer. Upon evaluation of the connectors at fisher & paykel healthcare, it was discovered that the head harness connectors were discoloured and the head casing was cracked. There was no reported patient involvement.